Event description:
A malfunction alarm was reported, but no notable events occurred prior to this issue. Blood glucose level remained within a safe range, not exceeding 500 mg/dl (27.7 mmol/l). Technical support provided instructions for resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to call back if the malfunction reappeared, and they acknowledged the instructions.